Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported after several years of use, the port was removed from the patient because the catheter fractured and broke off in the patient. This event allegedly required transport by ambulance to the (B)(6) emergency room, all pieces were retrieved and the catheter removed. As of the date of this report no additional information is available.

Manufacturer narrative:
Product code: ljt subcutaneous, implanted, intravascular infusion port and catheter. Investigation result - one used vital port was returned with this complaint. Engineering performed an evaluation and found that the returned vital-port was covered with calcification, which potentially could have led to difficulties during the removal process. The catheter was returned in 6 pieces ranging from 1 to 8 cm in length. A few of the mating surfaces exhibited signs of being cut with a sharp surgical instrument. Others had a matte finish and likely failed during removal due to the calcification growth along the length of the catheter. A review of complaint history, device history records, documentation, manufacturing instructions (mi), quality control(qc) measures and specifications were conducted, as well as a visual inspection of the returned product. A full dimensional measurement could not be completed as the catheter was in several sections. A review of manufacturing records were reviewed and all processes were complete and approved by trained personal. There were no nonconformances issued during the manufacturing process of this lot. After review, no signs were found to indicate that nonconforming product was released to the field. No other complaints have been filed for this device lot. We will continue to monitor for similar events. Per risk assessment documentation, no other actions are required at this time.